Manufacturer narrative:
Upon eval of the device, determined root cause to be wear (galling) on the turbin spool. When galling occurs, the amount of gas (oxygen) delivered to the piston becomes variable and loss of depth control is typical. The device externally appears to have been subjected to heavy usage and was past due for its recommended 5 yr svc interval. Add'l test methods used: disassemble and inspect. Test results and observations summary: started thumper and allowed about 5 min to warm up before starting compressions, did not start compressing until about 5 turns of cdnv knob, at 5 1/4 turns, the full depth was about 6 cm for abour 5 min then depth began to very between 0 cm and 6 cm. After a few min, it began to run steady at 6 cm for the next 15 min or so. Unit was past it's 5 yr mark for svc. Input hose connector sticking. Analysis/root cause: galling and wear on turbin exhaust spool. Recommended repairs: replace turbin, 5 yr svc, vor, and edr. Viton/seals update. Replace input hose connector. Comment: when galling occurs on the turbin spools the amount of gas delivered and when it is allowed continuity with the piston become variable in such conditions. Loss of depth control is normal. Had the unit rec'd the 5 yr svc no malfunction would have occurred.

Event description:
As reported, the device did not deliver consistent compression depth after approx 20 mins of operation. Started malfunctioning during a call. The thumper did the correct depth of compressions, after approx 20 mins, it would stop and then go only approx 1/2 of selected depth. Level of investigation required: standard eval (standard data). Eval level rational: unable to take data due to varying compression depth.